Event description:
It was reported that the patient presented to the emergency room without wearing the life vest and was noted to be in ventricular fibrillation. The patient subsequently died from ventricular fibrillation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2012. Of note, the reportable malfunction of lead fracture was submitted timely via alternative summary report. Information was subsequently received on (B)(4) 2013 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for alternative summary reporting and is therefore being submitted as a 30-day report. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.